Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height drawer was intermittently failing to open, and another drawer had bad rails. A field service engineer fixed the first drawer by adjusting the rail guard and the drawer spring and replaced the rail for the second drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 3 had failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.